Manufacturer narrative:
Device evaluation: result - the customer returned approximately 48 samples for evaluation. Thirty customer samples were evaluated for ¿safety shield falls off¿. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record was completed for batch (B)(4). Product was manufactured at the bd (B)(4) (B)(6) 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion - based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Manufacturer narrative:
(B)(4). Device evaluation: samples have been received for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety shield is detaching from the suspect device during activation. No injury was reported. This defect was observed on four devices.